Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device code - unknown; expiration date - unknown; date implanted - unknown; initial reporter - unknown; PMA/510(k) number; manufacture date ¿ unknown.

Event description:
It was reported that patient underwent a right total hip arthroplasty on an unknown date approximately 15 years ago. Subsequently, patient was revised on (B)(6) 2015 due to poly wear. The bearing and head were removed and replaced. As per the surgeon, the cup was not in a good position so the surgeon cemented in 10 degree competitor liner. No further information is available.